Manufacturer narrative:
Correction: section h6. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was elevated on the transplant list to status 2 due to right ventricular failure and ventricular fibrillation with shocks. It is known whether the patient had right ventricular failure prior to left ventricular assist decie implant because the patient's care was transferred to another hospital. Patient symptoms included progressive dyspnea on exertion, requiring escalation of lef ventricular assist device speed for symptom relief. Additionally, a right heart catheterization (rhc) was performed which showed a severely reduced cardiac index by both fick and thermodilution methods. An echocardiogram also captured severe right ventricular enlargement with severe dysfunction while a subsequent rhc showed evidence of significant right ventricular failure with an elevated right atrial pressure. The patient¿s pulmonary artery pressures were also elevated while their pulmonary artery pulsatility index (papi) was severely reduced. The patient received inotropes for their right ventricular dysfunction and low cardiac index. It was also communicated that the patient has moderate aortic insufficiency and again developed progressive dyspnea on exertion and fatigue despite the use of inotropes. An outpatient rhc was significant for elevated right atrial pressure, elevated pulmonary artery pressures, reduced cardiac index, and reduced papi. The patient¿s inotrope dosage was increased, and they were discharged. Shortly after, the patient was readmitted after experiencing two implantable cardioverter-defibrillator shocks for ventricular fibrillation. The account communicated that the device functioned as intended. Although the return status of the pump was reportedly unknown, the pump has not been returned for evaluation to date. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that through the patient outcome, the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer. The pump was explanted, and it is unknown if the device was intended to be returned for evaluation. The patient was status 2 by exception due to rv failure and vf with shocks. Please note, patient's care was transferred from henry ford so the care team is not able to comment on whether he had rv failure prior to lvad. He developed progressive dyspnea on exertion and required escalating lvad speeds for symptom relief. A right heart cath was performed with lvad speed at 6300 rpm¿s on (B)(6) 2025 showed a severely reduced ci by both fick and thermodilution methods at 1.6. Echocardiogram from (B)(6) 2025 showed severe rv enlargement with severe dysfunction. A subsequent rhc from (B)(6) 2025 showed evidence of significant rv failure with an ra of 14, pa pressures of 34/16, and a severely reduced papi of 1.28. As a result, he was started on milrinone for both his rv dysfunction and low cardiac index. In addition, he has moderate aortic insufficiency. He again developed progressive dyspnea on exertion and fatigue despite milrinone 0.2 mcg/kg/min. An outpatient rhc was done on (B)(6) 2025 significant for ra 12, pa 36/21/24, ci of 1.7, and papi of 1.25 despite milrinone 0.2 mcg/kg/min. His milrinone was increased to 0.3 and he was discharged home. Unfortunately, he was admitted (B)(6) 2025 after 2 ICD shocks for vf.